Manufacturer narrative:
Product was received and examined at sigma 7/5/06. The metal retainer for the power supply connector was bent allowing the connector to be loose and pull out of the back of the unit. The battery was charged and the pump was tested on battery. All ac/battery alarms and functionality worked to spec. Although the connection was intermittent with the bent bracket, the unit displayed the battery operation icon throughout the battery operation plus nearly 2 hrs of low battery warnigs consisting of a "red" low batt display banner and a series of (3) three short beeps every 5 minutes during the low battery condition. Then the unit displayed "battery depleted/plug in" message with an audio alarm that lasted for approx 3 minutes as designed.